Event description:
On (B)(6) 2009, the facility representative reported a colleague volumetric infusion pump displaying failure code 810:11 during set-up. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version (B)(4) categorized as remediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated on 12 january 2010 and the reported condition was not confirmed. The power supply, accomp, thermo board and main board were in proper condition. Pneumatic test and a simulated therapy were performed, and results were positive. The top and door covers with heater plate shows signs of long use of the device.

Manufacturer narrative:
If the sample or evaluation results become available, a follow up report will be submitted.

Event description:
The user experienced intermittent sampling errors and provided one example of an alcohol result that repeated poorly. The initial result was 0 mg per dl, but repeated at 30 mg per dl. The user then repeated the sample on the cobas 6000 and recovered a result of 29 mg per dl. The result of 30 mg per dl was reported. The user refused follow up stating this is an intermittent issue and is not easily reproducible. The field service representative stated the user changed the sample probe which resolved the issue.

Event description:
Baxter received a call from a customer to report that some smoke comes out the machine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
.